Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into an automobile usb port. There was no adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a wall outlet to determine if it would begin to charge successfully. Customer acknowledged. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after plugging the pump into a wall outlet; however, no additional information could be obtained.